Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to exposure to extreme temperatures.

Event description:
It was reported that upon interrogation in the packaging, the device was found to be in backup vvi mode. Device was not implanted and was returned.